Event description:
It was reported, that, during a device change out procedure. Due to normal battery depletion. The setscrew of this implantable pacemaker got detached from the header, which led to the lead getting stuck in the header. Eventually, the lead was able to be freed and the device was able to be explanted, and replaced successfully. No further adverse patient effects were reported.

Event description:
It was reported that, during a device change out procedure, due to normal battery depletion. The setscrew of this implantable pacemaker got detached from the header, which led to the lead getting stuck in the header. Eventually the lead was able to be freed and the device was able to be explanted and replaced successfully. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.